Event description:
Information received indicates a leak was seen in the pvc coil component used for cardioplegia delivery. The leak occurred near the end of the case and the device was not changed out; cardioplegia delivery was complete.